Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited noise and oversensing. Boston scientific technical services (ts) reviewed the patient data and noted activity that was either noise or premature ventricular contraction (pvc) on the lv channel. Impedances of less than 200 ohms have also been observed since last year. Ts discussed the reason for the noise and suggested measures to further evaluate system integrity. It was later reported that there was no evidence of pacing inhibition and that the out of range impedances were suspected to be a lead issue. No invasive actions have been performed at this time. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.